Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor was observed to be jumping on screen and making an error noise during a programming session. It was noted that the programmer was updated with most recent software update before the programming session. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's cursor was observed to be jumping on screen. The programmer failed the touchscreen debug procedure, and an unexpected/poor response to finger touch was observed during operator interaction with the touchscreen. An electromagnetic interference repair was performed to resolve the issue. It was noted that the overlay bezel was cracked. All found defective parts were replaced, and all other identified issues were resolved. Reconfigured the hard drive, reloaded and updated software, and then the programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 device codes (fdd/annex a) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.